Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse followed up with the customer via telephone. Fse provided instruction to the customer on how to clean the z-axis plunger and spring which resolved the problem. The customer was subsequently able to run daily check without issue. No further action was required by field service. The device was installed at the site on 19apr2018. A complaint history review and service history review for similar complaints was performed for the serial number 11257409 from 19apr2018 through aware date 24oct2018. There were no similar complaints identified during the search period. The aia-900 operator's manual under chapter 12 - flags and error messages was reviewed. 2161 c.transfer cup pickup the aia-900 operator's manual indicates that the c.transfer cup pickup failure is generated when a cup was not grasped by the cup transfer. This may result when the cup hold sensor s063 did not detect a cup after the cup was grasped. The operator is instructed to contact the service department, check s063, the the cup pickup position and cup pickup operation. 4153 c. Tran-z home overrun the aia-900 operator's manual indicates that the 4153 c. Tran-z home overrun error message is generated when the home sensor s062, which is not supposed to be activated after the cup transfer z - axis moves, was activated. No further operation will take place and an mf flag will be attached to the measurement result. The operator is instructed to contact the service department, check s062, check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the reported event was due to a dirty cup transfer z-axis spring.

Event description:
It was reported that the customer received the "4153 c.trans-z home overrun" and "2161 c.transfer cup pickup" error with their aia-900 analyzer. The customer attempted to clean the tip and cup pickers, and the sensor with alcohol; however, the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.